Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the energy log shows that the vessel sealer extend (vse) instrument was installed 3 times and successfully passed homing each time. There were 19 cut complete events, 31 seal events with no relevant errors. Nothing from the logs points to a possibility of insufficient sealing.

Event description:
It was reported that after completion of a da vinci-assisted benign hysterectomy procedure; the patient required an additional procedure due to free fluid identified in the abdomen. Initially asymptomatic, the patient developed hypotension and pallor 24 hours post-operatively. A complete blood count and abdominal ultrasound were subsequently performed, confirming the presence of free fluid. A diagnostic laparoscopic procedure was performed and revealed the presence of blood, though no active bleeding source was identified. Although the cause of the bleeding remains unclear, the surgeon speculated that the bleeding may have resulted from an insufficient seal using the vessel sealer extend (vse) instrument. The patient was discharged 72 hours post-operatively, with no concerns for long-term complications. At follow-up, the patient was stable and did not experience any additional post-operative complications. The surgeon also noted that the erythrocyte sedimentation rate (esr) may not have functioned properly, and it is unclear if the patient had a family history of bleeding complications.